Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that the echelon powered 60, when fired, started to cut without putting staples in the proximal side of cartridge and then it blocked. This happened after many activations. Surgeon had to suture manually the cut tissue. No patient consequence reported.